Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high and low blood glucose. Customer also mentioned the skin was healing over the infusion set cannula. Customer's high blood glucose was over 500 mg/dl. Customer's low blood glucose was 51 mg/dl. During troubleshooting, device passed the self test. Customer mentioned she could smell insulin in the reservoir compartment but no moisture. After troubleshooting, customer was advised to monitor the device. Customer will not be returning the device for analysis.